Manufacturer narrative:
Updated: device evaluated by MFR? (B)(4). Updated: date received by MFR, type of reports, if follow-up, what type?, evaluation codes, additional MFR narrative. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed on the cannula. The c-ring was transected. The scope wash and tubing and the c-ring remained attached to the cannula due to the retention rib. There were no missing components observed. During visual inspection using microscopy, the plastic c-ring on the cannula was observed to be melted and cut in half longitudinally between the flanking curved areas. Based on the returned condition of the device as returned, we were able to confirm the reported complaint for "break-cannula-c-ring cut" specific actions for the confirmed failure mode are being maintained under maquet¿s corrective and preventative (CAPA) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro distal end of device where the tip of endoscope is located plastic tip snapped off. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro distal end of device where the tip of endoscope is located plastic tip snapped off. A replacement device was used to complete the procedure. The hospital did not report any patient effects.